Manufacturer narrative:
(B)(4). New information was received and appropriate cells have been updated. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for difficult to remove. Per the reported event, the filter legs would not easily collapse within the sheath. Upon removal, it was noted that fibrin was on some of the limbs which likely lead to the difficulties retracting the filter into the sheath. However, the definitive root cause for the alleged event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena caval wall. Optional procedure for filter removal: - perform a standard inferior venacavogram. Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the recovery filter. - remove the recovery cone and pusher system from kit b. - flush the central lumen of the cone catheter and wet the cone with saline - preferably heparinized saline. - slowly withdraw the cone into the y-adapter to collapse the cone. Note: the cone must be fully retracted into the y-adapter before connecting the system to the introducer catheter to ensure that the cone can be properly delivered through the catheter. - advance the cone by mobbing the pusher shaft forward through the introducer catheter, advancing the cone with each forward motion of the pusher shaft. - continue forward movement of the pusher shaft until the cone advances to the radiopaque marker on the distal end of the introducer catheter. Unsheath to open the cone by stabilizing the pusher shaft and retracing the introducer catheter. - after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. - close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. - continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. - with the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion.

Event description:
New information: upon successful removal of the filter, visual inspection of the retrieval sheath identified a detached marker band. A gooseneck snare was used in an attempt to capture and retrieve the detached marker band. While attempting to remove the detached marker band with the snare device the marker band released from the snare device and migrated to the right atrium. The physician stated it was unknown at the time of the attempted retrieval, the marker band was torn which may have contributed to the marker band releasing from the snare device. Following cardiology consult it was decided that the marker band was too small to be retrieved. The patient was reportedly admitted overnight for observation and completion of anticoagulation bridge. The patient was reported to be asymptomatic.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 11 years post vena cava filter deployment the patient requested to have the filter removed. The patient was reported to be asymptomatic, prior and post filter retrieval. A recovery cone was used successfully to capture and retrieve the filter; however, difficulty retrieving the filter was experienced. The healthcare provider stated the distal marker band of the retrieval sheath was detached upon visual inspection. An attempt to retrieve the detached distal tip of the deployment sheath was unsuccessful. It is unknown at this time if a snare device or recovery cone were used in the attempt to retrieve the detached tip. At the conclusion of the procedure the detached tip was identified to be located in the right atrium of the heart. At this time it is unknown if another attempt will be made to retrieve the detached tip. The patient was reportedly asymptomatic following the successful filter retrieval procedure.